Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio st (device #1) used to treat the patient. The patient's attorney alleges injuries and revision surgery; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol ventrio st (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol ventralex st device. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralex st on (B)(6) 2016. It was alleged that the patient underwent surgery for implant of an unspecified bard/davol ventrio st (device #1) on (B)(6) 2017. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st (device #1). It is alleged by patient¿s attorney that on (B)(6) 2018, patient had unspecified injuries related a defect in the ventrio st (device #1) and underwent revision surgery. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient".